Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device after the expiration date, not prepping the surface of the skin with an antiseptic solution, not irrigating the incision site with an antibiotic solution before closure, improperly closing the surgical site, multiple tunneling attempts, using inappropriate tools, and not prescribing antibiotics pre-operatively have been ruled out. However, the patient is a poor surgical risk as they have diabetes mellitus with poor wound healing. Additionally, the patient has a history of hiv and is immunocompromised. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the impaired healing is due to the patient being a poor candidate due to health, weight, age, or mental capacity as the patient is a poor surgical risk (user error-clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported impaired healing at the receiver site. Antibiotics were prescribed and the patient was evaluated by wound care on (B)(6) 2025. The patient was instructed to complete a course of antibiotics and repeat a follow-up with wound care. As of (B)(6) 2025, the patient is denying any loss of therapy or any other further complaints.